Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02187.

Event description:
The patient was undergoing a coil embolization procedure in the posterior cerebral artery (pca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), non-penumbra stent, non-penumbra microcatheter, non-penumbra access catheter, and non-penumbra sheath. During the procedure, the physician implanted a stent and two smart coils in the target location. While detaching the final smart coil with the handle, the black alignment zone separated, but the physician was unable to confirm if the smart coil had detached. Subsequently, the pusher assembly of the smart coil became stuck in the microcatheter. The physician then made multiple attempts to remove the smart coil and microcatheter. Each time the physician attempted to remove the smart coil and microcatheter, the smart coil would pull on the stent and coil mass, as well as the microcatheter becoming stuck on one of the stent tines at a certain point. Therefore, the physician decided to cut the proximal end of the microcatheter and pusher assembly at the groin region. The remaining part of the pusher assembly and microcatheter were left in the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.